Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds and loss of capture. The lead was explanted during a routine device upgrade.